Event description:
It was reported that the lead was exposed following the removal of a growth and scab in the cervical incision site. (MFR. Report no.3006630150-2026-00776) it was noted that due to patients smoking habits, the incision did not properly heal. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 775851, UDI: (B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, batch: 34714787, UDI: (B)(4).